Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for two pts on multiple samples involving unicel dxi 800 access immunoassay system. This report refers to pt number one referencing system serial number (B)(4). The elevated results were discordant to two alternate methodologies, which produced negative results. The elevated results were released out of the laboratory. There has been no report of pt injury. There was no pt treatment associated with this event. The customer supplied beckman coulter, inc. With the pt samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The pt's samples were collected in lithium heparin plasma tubes. Quality control (qc) prior to and after the event was within range. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a patient source interferent for the pt's sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-03303 and 2122870-2011-03381.